Event description:
Customer reported the ICU physician has noticed "an issue with wobble of advancer conical tip after insertion into the raulerson syringe". Two hands were needed to stabilize the connection and during aspiration into syringe bubbles of air were observed. It was reported it happened a few times and never caused any injury to patients. Procedure completed successfully every time and no additional intervention was necessary.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported the ICU physician has noticed "an issue with wobble of advancer conical tip after insertion into the raulerson syringe". Two hands were needed to stabilize the connection and during aspiration into syringe bubbles of air were observed. It was reported it happened a few times and never caused any injury to patients. Procedure completed successfully every time and no additional intervention was necessary.